Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory the outer sheath 'fracture' is confirmed together with the tip 'invagination'. Due to the conditions of the sample the 'failure to deploy' issue could not be reproduced and therefore, the main reported issue could not be confirmed. No manufacturing issues were identified. The tip was found invaginated, however it is not known the issue was presented before or after the retraction of the sheath. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states: 'carefully remove the delivery system from its packaging and inspect for any damage or defects. Do not use if a compromise to the sterile barrier is suspected.' And also 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. Instructions for use states " the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." (Expiry date: 08/2022).

Event description:
It was reported that during a stent graft placement through femoral artery, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.